Manufacturer narrative:
Root cause investigation revealed a fatigue fracture of the bifilar wire at the end of sleeve as the most likely cause for implant failure. This is in line with the reported device failure. The performed quick check measurements support this as well. The most likely reason for the fatigue fracture of the bifilar wire at this position is implant movement due to inadequate implant fixation related to inadequate surgical technique/fixation during implant surgery. This is a final report.

Event description:
The user visited the hospital after suddenly losing access to sound with the device. There is no report of any accident or trauma. The recipient was reimplanted on (B)(6) 2020.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user visited the hospital after suddenly losing access to sound with the device. There is no report of any accident or trauma. The recipient was reimplanted.